Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: the dy.general superintendent-mater

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit does not display the blood pressure waveform. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse visited the site and reported that no blood pressure waveform is displayed. He checked and observed that zeroing of blood pressure is working but no waveform are displayed even an active blood pressure signal connected to iabp unit. Checked the blood pressure cable assembly and found its working. Suspecting that the problem is with front end pcb. Need to replace the same. As per the customer request, fse checked the iabp unit by fixing the testing front end pcb and confirmed that the problem is with front end pcb only. Part declared and quote for the defective spare was submitted to customer. Re-fixed the front-end pcb removed from demo iabp unit for testing purpose. Checked the necessary parameters of demo unit (not the customer unit) and found the unit is working satisfactorily. Customer unit is still in same defective condition. Replaced the new front -end board as per the purchase order, performed all functional test and found everything working correctly, connected the trainer kit and observed the blood pressure waveform, confirming it is functioning properly, the unit was handed over to the customer in good working condition.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)